Event description:
The facility states cna was transferring the resident when she noticed his right leg was bent. She stopped and unstrapped the right leg to reposition it. She was unable to reposition the right leg due to left leg being in the way. She then unstrapped the left leg to move it out of the way when the left leg fell off the foot platform and the left ankle rolled. Cna immediately called for help. Resident was assisted to w/c. The resident was sent to hosp for eval and was diagnosed with a non-displaced fracture of the left distal tibia and fibula and was casted. The resident pvd and within days the toes turned dark and the leg was amputated below the knee. Two lifts and slings were inspected by an arjohuntleigh rep (facility unsure which set were involved). The lift had a non-arjo handset. Other issues noted: paint scratches on chassis and legs, bdi pcb cover missing, right hand knee pad missing foam padding, all 4 castors full of debris. The sling lifting strap looked new; was dated (B)(4). The clips and buckles were tight and operated correctly. The lifting arms raise and lower using the handset and the console mounted rocker switch. With the lifting arms in the extreme raised position if a down button is pressed, the lifting actuator runs but the arms remain in the raised position. If the arms are pushed downward, the arms free fall until caught by the actuator. If anti-crush is initiated and the down button remains pressed, the free fall is proportional to the time the actuator is energized. The chassis leg operation is erratic. A different handset was tried with no leg operation improvement. All 4 castors are worn out but function. The buckles for the leg fixing straps are loose. The handset is from a company called (B)(4). There are 2 stickers on the mast: 1 is (B)(4) with (B)(4) and the other stick is marked (B)(4) clinical engineering, insp date (B)(4) 2009 inspected by (B)(4) next insp is (B)(4) 2010. The second lift was in good condition. This sara 3000 lift is in good condition. It's been in svc for just over a year, (B)(6) 2008. There are some chassis scratches. All hardware is tight and the leg fixing straps are in good shape. The scale needs calibration but operates correctly. The lifting strap looks new, dated (B)(4) 2009. The clips and buckles are tight and operate correctly. This lift operates correctly. The castors need cleaning but are functional. This lift is due for its 12 month pm insp. This sara 3000 has no facility stickers on it from (B)(4) like the other lift on this unit. This is probably an oversight. This lift is in good condition. The scale display needs 4 new "aa" batteries and calibration.

Manufacturer narrative:
Model and serial number boxes are left blank because facility was not sure which device was used. The 2 units inspected were sara 3000 lift w/o scale, model number hea0002-us, serial number (B)(4); and sara 3000 lift with scale model number hea1002-us, serial number (B)(4).